Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 2.75 x 20mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted. Another 4.00 x 20mm synergy xd des was advanced but still couldn't cross the lesion and the stent strut was also lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted from crimped stent position. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was 0.0380", this is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 2.75 x 20mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted. Another 4.00 x 20mm synergy xd des was advanced but still couldn't cross the lesion and the stent strut was also lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.